Event description:
It was reported that during a laparoscopic procedure for the liver, the device was broken off when attempting to wipe inside of device. The valve came off when the inside of the trocar was cleaned by a gauze outside the patient. Another device was used to complete the case. There were no adverse consequences to the patient because the issue occurred outside the patient.

Manufacturer narrative:
(B)(4). Batch # v95g9m. Investigation summary : the product was returned for evaluation. Visual inspection was conducted on the returned device. Upon visual analysis of the returned sample, it was determined the 2h12lp device was returned with the universal component disassembled and it was observed to not be properly welded. No functional test was performed due to the returned condition of the device. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through our quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformance were identified.